Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced low heart rate, and their implantable pulse generator (ipg) was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.